Event description:
Per the clinic, on (B)(6) 2025, while the patient was watching television and listening to music via bluetooth, the patient experienced a sudden surge in sound with a high-pitched noise. When the patient attempted to use the device again, rattling and distorted sounds were noted, along with a persistent high-pitched sound. Following this event, all voices were perceived as extremely high-pitched and were not understandable. The patient also reported headaches, pressure pain around the implant and coil site when the processor was removed, and increased tinnitus since the episode. Hardware exchange and troubleshooting were performed; however, however, the issue could not be resolved. Subsequently, the patient was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.